Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The retain-sleeve long f/matrix 5.5 (part #03.632.036/ lot # 6698485) was received at us cq. The distal tip of the device was broken as a portion of the threaded tip has broken off. No fragments were returned. All components were present upon disassembly of the device. No other damage to note. The received condition was consistent with the complaint condition thus the complaint was confirmed. The overall complaint was confirmed for the received retain-sleeve long f/matrix 5.5 as a portion of the distal tip was broken off. Although no definitive root-cause can be determined . There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: supplier ¿ (B)(4)/ inspection, packaging and release by: monument. Release to warehouse date: 29-jul-2011. Part number: 03.632.036, holding sleeve ¿ long for matrix. Lot number: 6698485 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the product been potentially contaminated or is contaminated with bodily fluids due to the broken screw during insertions. Probably the lower part broke where the screw is fastened to the screwdriver. Concomitant device reported: unk - screw (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).